Event description:
It was reported via repair work order that the foot end brakes could not remain engaged due to worn brake rings. However,the head end brakes could still remain engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.